Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis identified damage to the transition tubing of the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid 1.5 mg/ml at .6255mg/day, bupivacaine 30.0mg/ml at 12.510mg/day, and clonidine 100mcg/ml at 41.70 mcg/day via an implantable infusion pump. The indication for use was noted as malignant pain. It was reported the patient passed away on (B)(6) 2016. The cause of death was pancreatic cancer. The death was not related to the device or therapy.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.